Event description:
Surgeon reported a patient with an unexpected outcome following lasik surgery. This report is for the left eye, the right eye was reported on manufacturer report #3003288808-2011-00337. Additional information provided via a returned questionnaire indicates this patient experienced an overcorrection. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).